Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the patient's left hip was being revised due to pain. The patient had limited range of motion. The surgeon commented intraoperatively that the unipolar may have been too large for this patient. Only the head was removed.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: visually there is explantation marks on the rim of the unitrax head. Otherwise, the device is unremarkable. Dimensional inspection: not performed as the event is not related to the device dimensionally. Functional inspection: not performed as the event is not related to the device functional. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, such as x-rays or medical records, this investigation will be reopened.

Event description:
It was reported that the patient's left hip was being revised due to pain. The patient had limited range of motion. The surgeon commented intraoperatively that the unipolar may have been too large for this patient. Only the head was removed.